Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the onetouch ping meter read inaccurately compared to a laboratory device. The patient reported obtaining a blood glucose result of "115 mg/dl" with the subject meter and an "unknown result" with the laboratory device, performed within 10 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.